Event description:
Caller reported experiencing intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. To resolve the occlusions, the customer changed the infusion set and cartridge and resumed insulin delivery.